Manufacturer narrative:
(B)(4).

Event description:
During procedure, pericardial effusion was observed after placement of a left ventricular lead. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
(B)(4). A complete lead was returned in one piece and the s-curve height was measure to be within specification. Electrical testing revealed no conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at the time of the procedure. The results of the investigation concluded the analysis of the device was normal with no anomalies found.

Manufacturer narrative:
Sjm aware date was corrected to (B)(6), 2017.

Event description:
It was noted that pericardial effusion was caused by a procedure-related perforation.